Manufacturer narrative:
A complete lead was returned in one piece measuring 86.1 cm. The cause of the reported event was isolated to the inner coil damaged at the bunching of the stripped ptfe guidewire coating inside the inner coil, consistent with procedural damage. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, the left ventricular lead could not be implanted. After attempting to position the lead, the physician could not extend the guide wire past the lead due to high friction between it and the lead. The wire could not be removed from the lead without pulling the lead out of position. The lead was not used and another was implanted. There were no adverse patient effects before, during or after the procedure.